Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was in clinical use for a coronary diagnosis at the time of the reported event. The procedure was completed using another system. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported issue. The customer opened the b cabinet independently and identified a defective internal power supply to the flexvision pc. A manual restart of the flexvision pc was performed however, the issue persisted. It was also observed that the led (light-emitting diode) in the power distribution unit (pdu) was active, indicating power supply to the flexvision pc was available. Upon analyzing the log file, it was confirmed that there was a malfunction with the flexvision pc. A philips field service engineer (fse) inspected the system on-site and confirmed the reported issue. The fse replaced the flexvision pc and conducted functional checks. The defective flexvision pc was returned to philips for further analysis. The analysis of flexvision pc confirmed the malfunction of power supply. Following the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that flexvision monitior was black. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the flexviewing pc. The device was returned to expected functionality.